Event description:
It was reported that a swan-ganz catheter was inserted in the operating room and was in the pt for 3 days, nursing staff was removing the tape (sleek) from the catheter as they were going to remove the swan from the pt, and as they were removing the tape the catheter broke, the catheter was sealed with artery forceps, and then proceeded to remove the catheter from the pt. It was further stated that there was no pt injury. The catheter was still easily removed.

Manufacturer narrative:
It was reported that the catheter will not be returned for evaluation as it was contaminated with hepatitis c.